Event description:
The physician used a cook endoscopy oasis one action stent introduction system to place a stent in the biliary duct. The stent was placed in the bile duct using the introduction system. When an attempt to remove the guiding catheter of the introduction system from the stent was made, resistance was encountered. At this time, add'l force was applied to the introduction system, resulting in unintended removal of the stent with the entire introduction system. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. Another stent system made by another MFR was used in an attempt to place a stent, but the same difficulty was encountered. The physician indicated this suggests the difficulty encountered was related to procedural factors and not device factors. However, the physician provided this info to cook endoscopy for evaluation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report as it was described. The stent exhibits numerous kinks, prohibiting smooth advancement over the introducer's guiding catheter. The pushing catheter is severely kinked near the proximal end. The guiding catheter will not move respective to the pushing catheter due to these kinks. The guiding catheter has broken in two areas. All sections of the guiding catheter were included in the return. The appearance of the introducer suggests excessive pressure was applied to the device, resulting in stretching and kinking. The guiding catheter was measured during our evaluation and was found to be smaller than the specification, likely due to damage of the introducer (i.e. Stretching). The bands on the guiding catheter were also measured. All bands were smaller than the minimum inner diameter specification of the st-2 tannenbaum stent that is provided with this introduction system. The inner diameter of the returned stent was unable to be measured due to the numerous kinks. A mfg anomaly that could have contributed to the reported observation was not observed during our dimensional evaluation of the introduction system. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusions: we could not reproduce the actual conditions of device usage due to clinical conditions such as pt anatomy and scope position. The condition of the introducer and stent prevented a functional investigation. A mfg anomaly that could have contributed to the reported observation was not observed during our dimensional evaluation of the introduction system. A definitive cause for the reported observation is unable to be determined. The physician indicated that because another stent introduction system was also unsuccessful with this pt, this observation may not be device related. Procedural factors, such as pt condition, could have been the main contributor(s) to the reported occurrence. From our evaluation of the introduction system and stent, we can advise that possible causes for difficulty in stent deployment is the kinks in the stent and the damage in the introduction system. It is possible that the stent and introduction system became damaged during usage. It is likely severe buckling of the introduction system and breakage of the introduction system occurred when added pressure was applied in response to stent deployment difficulties. Stent removal likely resulted in response to stent deployment difficulties. Forceful insertion of the stent is likely to have contributed to severe kinks in the stent, as well as damage to the introducer. The instructions for use advise the user to advance the device in short increments through the accessory channel of the endoscope. This activity will aid in device preservation. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection and functional test to ensure proper workability. The device is visually inspected for kinks. The outer diameter size of the guiding catheter is verified during the inspection process. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time. The appropriate personnel were notified of this type of occurrence for their awareness. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.